Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The root cause is transcription error from the fill-in optometrist's notes to the surgeon's treatment plan. It was not a malfunction of the system. The manufacturer internal reference number is: 2019-84473.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with complaints of blurry vision eleven days following lasik treatment. It was noted that the treated axis was incorrect due to incorrect interpretation of the notes. The patient is not concerned and expects it to heal. Additional information received, this was a transcription error from the fill in notes from the optometrist to the surgeons treatment plan. The treated axis was 30 degrees off.